Event description:
It was reported that during the first trial therapy did not work well. It was noted that the patient had redness, a lot of drainage, pressure, and a shock while sitting and laying. Additional information received reported that during the first trial the redness was normal post-operative healing. It was noted that no infection was found or suspected. It was further reported that the drainage was slightly bloody on the bandage but that was normal after lead placement. It was noted that the shocking was cause by the external neurostimulator being bumped and turned up on accident. The shocking reportedly was corrected when the device was turned down. It was also reported that the patient had accidently tugged on the lead and felt stimulation in the wrong location and as a result a second trail was done. The patient was reportedly fine post lead removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
After further review, the appropriate corrections were made to the patient and device codes. The previous report had patient codes reported as device codes and vice versa. (B)(4).